Manufacturer narrative:
Customer reported that they gave their (B)(6) year old daughter her smilefrida the toothhugger toothbrush to brush her own teeth. Customer then reported that her daughter likes to chew on toothbrushes and customer allowed her daughter to chew on the toothhugger. Customer reported that her daughter took the toothhugger out of her mouth after chewing on it and a small metal piece was exposed from the inside of the toothbrush head. The child, while under supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. Chewing through the rubber tpe over-mold and pp plastic, thereby exposing a small metal piece which could be a potential choking hazard to children.

Event description:
Customer reported that their (B)(6) year old daughter was brushing her teeth with her smilefrida the toothhugger toothbrush. Customer reported that her daughter likes to chew on the toothbrush, and while chewing on it a piece of metal was exposed.